Manufacturer narrative:
The returned i45 was visually examined and functionally tested. The device conformed to all specifications. In addition the device was disassembled and the open, close, and articulation sensors were tested and found to be operational. The root cause of the alleged event could not be ascertained. Evaluation summary: i45 worked as intended.

Event description:
When an i45 stapler was being used in a laparoscopic appendectomy procedure, after calibration, the device closed and fired without any buttons being pressed. The procedure was completed by means of another device. There were no adverse effects to the health of the patient.